Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is possible that interaction with the microcatheter contributed to the reported event; however, based on the limited information and without the return of the devices for analyses, no conclusion can be made regarding root cause/contributing factors for either device. With review of the device history records, there is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of an unknown vessel, while advancing a deltaplush coil (cpl100408-30/g15565), the coil unintentionally detached into the excelsior 1018 (mc) microcatheter (stryker, type unknown) although no detachment was attempted at that time. The report did not indicate when and where exactly it occurred. Therefore, both the entire deltaplush and the microcatheter were safely removed as a unit from the patient and the deltaplush was replaced for a new one (cpl100408-30, lot unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. It is unknown if the microcatheter was replaced or not. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. No information was provided regarding the vessel/aneurysm or patient was provided. The complaint product is unavailable for evaluation, and no additional information is available.